Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a power on reset and therapy had stopped. It was noted that the patient was in a hospital environment recently. The representative was not with the patient but had spoken to them and was able to clear the power on reset with the programmer over the phone. The indication for use was non-malignant pain.